Event description:
Previously the patient had suffered a stroke and the middle cerebral artery m1 segment was found to be completely occluded. A stent was placed successfully to treat the occlusion with no residual stenosis noted. At a follow up visit the patient was found to have an asymptomatic 50% in stent restenosis. The physician made the decision not to intervene at that time. The patient presented with memory impairment and fatigue and angiography revealed 61% in stent restenosis. This was successfully treated with angioplasty. The patient was discharged home the following day.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.